Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that a haptic of a lens broke as it was being loaded into a cartridge during an intraocular lens (iol) implant procedure. She reported that the surgical tech felt the cartridge was at fault for the broken haptic because it occurred while attempting to load the lens. She reported that there was no indication of damage that was seen with the cartridge. She reported that the procedure was completed with a new iol and cartridge.

Manufacturer narrative:
Product evaluation: the cartridge and the qualified lens model were returned separately. Only a slight residue of viscoelastic was observed at the loading ramp area of the cartridge. There was no viscoelastic observed in the body of the cartridge. The cartridge does not show evidence of being placed into a handpiece. No damage was observed to the cartridge. The lens was returned in the lens case. Viscoelastic was dried on the lens. One haptic is torn (still attached) in the haptic/optic junction and is broken in the gusset area. The cartridge complaint history records and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The associated iol product history records were reviewed and the documentation indicated the product met release criteria. It is unknown if a qualified viscoelastic was used. The root cause of the complaint for "broke haptic " may be related to a failure to follow the directions for use (dfu). The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmological viscoelastic device (ovd), which may result in damage or delivery issues the manufacturer internal reference number is: (B)(4).